Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two 20019e7d samples were received for investigation with open packages from lot 20106677 (appendix 1). A visual inspection of the 20019e7d samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106677 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d product in the past 12 months.

Event description:
It was reported that 20 y ext w/vlv ports & 2 sld clp, 7 day had flow issues or were clogged/blocked during use. The following was reported by the initial reporter: hello all, I am the procurement supervisor at (B)(6). We use a lot of smartsite extension sets ref 20019e7d, an alaris product, and our nurses are recently reporting an approximately 20% occurrence of blockages in the flush valves of the unit. We have verified that it is not a technique issue, there is a consistent fault in the units. These are expensive units and, as I said, we use a lot of them. We would like to be compensated for the blockages. It is wasteful of time and materials for us. Can you reply to us with details of a compensation package, please. Yours faithfully".